Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/26/2016 with the following findings: there was a battery compartment crack at the threads and above the bumper pad. A piece of the threads was missing from the pump. The display screen was dim and discolored. The keypad was lifted at the ok button, but all of the buttons were normally responsive. Contamination was found on the button contacts. Unrelated to these issues, the audio bolus button cover was damaged, but the button was still normally responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked, the display screen was dim and discolored, and there was contamination on the button contacts. This report is made based on results of investigation completed on 01/26/2016.